Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The valve of the vizigo sheath broke causing bleed back. It was reported that the vizigo sheath hemostatic valve broke and was leaking after it was in the patient, the sheath was exchanged, and the issue was resolved, the case continued. No patient consequences were reported. It¿s unclear what part of the valve broke, but blood was back flowing. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and the issue did not require percutaneous, surgical removal or medical intervention. The hemodynamics were compromised due to bleeding. The approximate volume of blood that was lost was 5ml. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 4-may-2022, the bwi product analysis lab received the device for evaluation. On (B)(6)2022, bwi received additional information indicating that the hemodynamics were not compromised. The compromised hemodynamics was mistakenly indicated by the patient's medical team for the 3500 initial. On 17-may-2022, the product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) due to the conditions of the hemostatic valve, an internal action was opened. A device history record evaluation was performed for the finished device number 50000084 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)